Event description:
Per independent repair center statement the unit had low o2 or yellow light. The key failure was the valve manifold was sticking. Additional malfunctions include the sieve bed had low o2 while filling, the bed hoses were leaking, the heat exchanger was leaking, the tie wraps were leaking, and the gear clamps were leaking.